Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign liquid was found in 3 bd veo¿ insulin syringes with the bd ultra-fine¿ needle after moving their plungers. The following information was provided by the initial reporter: "consumer reported found with 3 syringes a liquid that came out of syringe when moved plunger... "Bd veo iultra fine nsulin syringe - drop of liquid was released when pushing syringe in".

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval? Yes. D.9. Returned to manufacturer on: 03nov2023. H.6. Investigation summary: samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformance's were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as medical grade silicone used for lubrication and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported that foreign liquid was found in 3 bd veo¿ insulin syringes with the bd ultra-fine¿ needle after moving their plungers. The following information was provided by the initial reporter: "consumer reported found with 3 syringes a liquid that came out of syringe when moved plunger. "Bd veo iultra fine insulin syringe - drop of liquid was released when pushing syringe in."